Event description:
It was reported that a remote monitoring transmission indicated missing impedance data for the patient. Upon review, it was discovered that the patient's device had sustained a power on reset. The patient came into the clinic to have the device reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and there was a power on reset for critical ram parity error, addr=14ee, data=0c, on (B)(4)-2011 14:50:51 and 1 - patient alert for device circuit error on (B)(4)-2011 14:50:51.